Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. Damaged during implant attempt.

Event description:
It was reported that during the atrial lead implant procedure, placement difficulty occurred. The atrial lead could not be implanted due to tip extend and retract problem. The atrial lead was removed and replaced with another of the same lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Sex. If information is provided in the future, a supplemental report will be issued.